Event description:
Caller reported that the pump screen appeared black. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.